Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14l1705g shows that there is no manufacturing non-conformity and no similar complaint for this lot number. The prismaflex m100 set was not returned for investigation. Pictures of the involved effluent luer connector were provided. In the pictures, there is a crack at the effluent male luer connector.

Event description:
A patient in (B)(6) was undergoing crrt with a prismaflex m100 set. Thirty minutes into treatment, the nurse observed the male luer connector on the effluent line was broken. Treatment was discontinued and the blood in the extracorporeal circuit was returned to the patient. The patient was not symptomatic and did not require any medical intervention. Treatment was resumed with a new filter set.